Event description:
It was reported in a journal article that 2 patients underwent an initial knee surgery and subsequently experienced a fall of an unknown cause resulting in wound dehiscence and hyperextension injuries. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown persona articular surface - unknown. Unknown - unknown persona tibial component - unknown. G2 : journal article citation : nakasone, c., weber, I., israelite, c., & cholewa, j. (2025). Early radiographic evaluation of an anatomic porous tantalum tibia: a prospective, multi-center, non-randomized clinical study. The knee, 53, 264¿272. Https://doi.org/10.1016/j.knee.2025.01.010 h6 : mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information of the reported event, it was determined to be not reportable as this device was not revised during the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.